Event description:
Patient was undergoing a bone marrow biopsy. Reportedly, during the procedure, while attempting to get the aspirate, the practitioner removed the introducer and the handle broke off. No reported patient harm.